Event description:
It was reported that patient experienced a fall and was hospitalized for a week. The fall occurred 3 weeks prior to the date of this report and it occurred while patient was standing and speaking with another person. The reason that patient passed out was unknown. It was also reported that there was coupling and or communication issues. About 2 weeks prior to the date of this report, patient could not recharge beyond a half and was only getting 4 coupling bars at best. The implantable neurostimulator did not move around. Patient lost some weight and pocket site appeared to be same as prior to having coupling issue. With help of the antenna locate feature, patient was able to get 8 coupling bars. At the same time, patient was getting stimulation in both of her legs, but the left side was not as strong. No trauma or accident was reported. There was bad storm during that time. Patient status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).